Event description:
A male pt with history of inguinal hernia and preprocedure diagnosis of a tortuous iliac artery and small (8mm diameter) common iliac artery underwent aaa repair in 2007. Procedure went as labeled. However, when the main body graft's gray positioner was withdrawn from the sheath, it was noted that blood leaked from the hemostatic valve. Then when the contralateral iliac leg graft was placed, the stent graft became bent which caused a narrowing in the stent graft. The physician placed another MFR's stent to remove the bend and narrowing (see 1820334-2007-00495).

Manufacturer narrative:
Results - still under investigation.